Event description:
It is reported that the patient complained of increased pain located on the right hip right after surgery, which improved for about one year. It is also reported that the patient stated that she had never regained full strength after surgery. Recently, the patient had an x ray examination and reported that her doctor observed some separation and the need for a future surgical revision.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive devices, x-rays, or other source documents for review. Since no lot numbers were received for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information currently provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. Zimmer gmbh considers this case closed. (B)(4).